Manufacturer narrative:
H11 h3, h6 the reported devices were received for evaluation. A visual inspection revealed that they are not in their original packaging. Insertion device 1 was returned in the pret1 setting with the suture and t1 returned off the insertion device, t2 was still in the channel ready to deploy. Insertion device 2, 3 and 4 was returned in the pret1 setting with lengths of cut suture but no implants. Insertion device 5 was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. Insertion device 6 was returned in the pret1 setting with no suture or implants returned. Insertion device 7 was returned with the shaft bent past 90° with no suture or implants. There is biological debris on the devices. A functional evaluation was performed on the returned devices and found that devices 1-6 cycle as designed, and the device 7 cannot cycle due to the damage to the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an unintended actuation of the device, or unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that the t2 of seven fast fix 360 fell off from the inserter during the surgery. The procedure was resumed, after a non-significant delay, using a an equivalent s+n back up device. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information in b5 and h6: health effect - impact code.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that the t2 of seven fast fix 360 fell off from the inserter during the surgery. T1 was removed using forceps. The procedure was resumed, after a non-significant delay, using an equivalent s+n back up device. No further complications were reported.